Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Elevated bg was addressed by a manual insulin injection. The customer repositioned tubing, cleared the alarm, and resumed insulin delivery.